Event description:
Oby/gyn consult. Severe rash after using replens in conjunction with a personal exterior lubricant. Name of the company that makes (or compounds) the product: first response. Is the product over-the-counter: yes. Strength: 35 g grams. Quantity: 14 applicator. Frequency: twice a week. How was it taken or used: vaginal. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced or stopped using the dose: yes. Did the person return if the person started taking or using the product again: yes. Why was the person using the product: vaginal dryness.